Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 400 mg/dl with high ketones. Customer attempted to address blood glucose level with a bolus via the pump. Customer subsequently went to the emergency room (ER) for diabetic ketoacidosis. Reportedly, customer also had a cold and an ear infection which may have contributed to the event. Customer was treated intravenously with saline and antibiotics and was released from the ER 5 hours later with no permanent damage. Customer declined to complete a system check with tandem technical support.